Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire was unraveled and was kinked throughout its body. The core wire was broken adjacent to the distal weld. Microscopic examination of the exposed distal core wire tip revealed it was tapered at the point of separation. The proximal weld was present and appeared full and spherical. The most severe kinks in the guide wire measured 135m, 290mm, 422mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596m-604mm per the guide wire graphic. The guide wire outer diameter measured .797mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed as the guide wire passed completely through both components. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire unraveled was confirmed through examination of the returned sample. The guidewire was unraveled and kinked throughout its body. The core wire was broken adjacent to the distal weld. The guide wire met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.